Event description:
It was reported that the handheld serial cable port was loose and moving around. The programming wand was still working, and the serial cable appeared undamaged. A replacement programing tablet was provided to the physician¿s office. The handheld and cable have not been received to date by the manufacturer for analysis.

Event description:
The handheld device was received by the manufacturer for analysis. The product return paperwork reported that the reason for return was due to the 'connection stopped working.' An analysis was performed on the returned handheld, and the reported allegation was verified. During the analysis, it was identified that the handheld was unable to establish communication with a known good wand and generator. The cause for the anomaly is associated with two broken wire connections in the serial cable. Once the wires were soldered onto the serial cable pcb, no further anomalies were identified. No anomalies associated with flashcard software were identified during the flashcard analysis.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.